Manufacturer narrative:
This sensor (small led and mep spike issue) is part of the issue that was addressed by corrective and preventive action. No further investigation is necessary on this RMA since the CAPA resolution applies to this case.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.